Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence it was reported that they had an MRI back in january and they turned the stimulator off, but when they went to put it back on, they started having more and more bowel movements on themselves. Patient said they don't know what program they were in because every time they go to a different program, it tells them that is the maximum that it would go. Agent walked patient through connecting to their implant and patient was able to successfully connect. Patient then reported seeing the maximum settings message. Patient said they had tried multiple programs and were seeing the same message. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.